Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2016 at 4:42am a red desat alarm sound, and the alarm silenced by itself. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. There was no lack of awareness to the patient´s condition, because there were clinical staff around the patient. Here are no patient details, however, this occurred at a neonatal ward.